Event description:
Lap chole - "I was not present on the case, but the surgeon said when he fired the device, the clips came out sideways and either slid off or got stuck in the jaws. He had to pull the trocar out with the device to clear and reset it. He then went back in, and it started misfiring again. It was stated that this was a very stressful event because there was a bleeding artery to be ligated." Patient status: "ok".

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.